Event description:
Caller reported blood glucose results of 25.0 mmol/l on his mobile system, 7.5 mmol/l on his compact plus system within 10 minutes. No adverse event was reported relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for compact plus system.